Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09255. It was reported that the patient experienced high impedance and ineffective stimulation. The patient received an error on the patient programming indicating high impedance on one or both of his leads. X-rays were taken and no migration was noted, however when the field representative was programming, the patient did not feel paresthesia. Due to this issue and another issue regarding low impedance (related manufacturer reference number: 1627487-2019-09252, 1627487-2019-09253), the patient may undergo surgical intervention.